Manufacturer narrative:
Company comment: the (B)(6) infection has not been medically confirmed by a laboratory result or the ER physician.

Event description:
On (B)(6) 2011, a spontaneous report by a physician was received from a company representative regarding a (B)(6) female who received an injection of restylane-l ((B)(4)). Medical history included possible previous unspecified aesthetic procedures, but the injecting clinic was not "100% sure." The pt had no underlying medical conditions and no history of (B)(6). The pt's skin type was reported as "fitzpatrick 3-4, (B)(6) olive skin that tans." Concomitant medications included premarin (conjugated estrogens) and calcium. The pt received a 1.0 ml injection of restylane-l from a 1.0 ml syringe on (B)(6) 2011, to the bilateral nasolabial folds (0.5 cc per each nasolabial fold). The pt did not receive any restylane-l to the infraorbital areas. The pt did not receive any pre-procedure medications. Additional procedures performed at the time of implantation included botox (onabotulinumtoxina) in the glabella, forehead, and periorbital areas. On (B)(6) 2011, (B)(6) weeks after the implantation, the pt developed swelling that first started at the bilateral nasolabial folds and then moved to under both eyes (swelling to the area under right eye was greater than swelling under the left eye); the pt also developed swelling and redness to the upper right cheek and severe headaches. At the time of these events the pt was out of the country. On an unspecified date in (B)(6) 2011 (reported as "(B)(6) weeks after the swelling started") the pt was seen by an emergency room (ER) physician while out of the country, for eval of her symptoms. The ER physician recommended that the pt have magnetic resonance imaging (MRI), but the pt refused. The ER physician provided the pt with an allergy medication which was "similar to benadryl (diphenhydramine)," which did not relieve the pt's symptoms. On (B)(6) 2011, the pt was evaluated by the injecting physician. The injecting clinic had not heard from or seen the pt since her restylane-l treatment, until she came in for this appointment. The pt brought in pictures that she had taken of herself on (B)(6) 2011, which revealed the reported events. Upon examination of the pt on (B)(6) 2011, the injecting physician noted bilateral infraorbital swelling (swelling to the area under right eye was greater than swelling under the left eye); a 0.6 cm non-tender nodule were located at the left nasolabial fold, a 1 cm x 1.5 cm non-tender nodule was located at the right nasolabial fold, and a 1 cm defined fluctuant nodule was located superior to the right upper malar area, which was very tender. The pt also reported continuation of severe headaches that she had been experiencing since the restylane-l treatment. The injecting physician did not know what the pt's symptoms were from, and as such, no treatment was provided. The injecting physician suggested that the pt be seen by a physician within the pt's medical group to rule out an infection. The pt was further advised to contact the injecting physician with an update as to how she was doing after she was seen by the physician within the pt's medical group, but the pt did not do so. On (B)(6) 2011, after the pt's appointment with the injecting physician, the pt was seen by an ER physician who prescribed clindamycin 300 mg four times daily by mouth. On (B)(6) 2011, the pt returned to the ER and was diagnosed with a (B)(6) infection, which the ER physician felt was related to the restylane-l treatment. No cultures or aspiration of the nodules/lesions were performed to confirm this diagnosis, as there was nothing to culture; the pt had no vesicles or pustules. The ER physician switched the pt's antibiotic to bactrim (sulfamethoxazole and trimethoprim) 800 mg twice daily by mouth and prescribed a tapering dose of prednisone: 50 mg x 1 day, 40 mg x 1 day, 30 mg x 1 day, 20 mg x 1 day, then 10 mg x 1 day. On (B)(6) 2011, the pt was contacted by the injecting physician by telephone and advised to come in for an eval. Upon examination of the pt on (B)(6) 2011, the injecting physician noted that the pt had less swelling/edema under her eyes and to the nasolabial folds and that the swelling to these areas was minimal. The nodule at the right malar area had resolved and the nodules to the left and right nasolabial folds were unchanged and were possibly a little larger. No treatment was provided to the pt at this visit. The injecting physician felt that the pt's symptoms looked like they could possibly be an allergic reaction, or due to an infection, but she couldn't say for sure. The injecting physician agreed that there was probably an infectious component to the pt's symptoms or even perhaps all allergic component to the swelling at the nasolabial folds, however, she was unsure of the source of the infection as there was nothing to culture; the pt had no vesicles or pustules. The injecting physician advised the pt to be seen by a physician within the pt's medical group that the injecting physician had consulted with regarding the pt's symptoms, who was familiar with and had performed dermal filler treatments. The injecting physician explained to the pt that once any issue of infection was resolved, the customary treatment she would suggest would be to inject the nodules with hyaluronidase to dissolve the restylane-l. The pt then reported that the ER physician had "yelled at her for going out of her medical group to have the restylane-l treatment and refused to fix it." The injecting physician informed the pt that she had ordered some hyaluronidase and that once the pt's infection was resolved, she was welcome to come back to her for the hyaluronidase treatment. The injecting physician additionally advised the pt that she didn't feel the pt's headaches were related to the restylane-l treatment and that the pt should have an MRI to find out the cause of the headaches. The injecting physician further reported that the pt was furious that she had developed these symptoms, as the pt reported that she was under the impression that she wouldn't have any untoward effects from her restylane-l treatment and that the pt thought "her infection was from a dirty needle and that the restylane-l was bootlegged in from (B)(6) or something." The injecting physician assured the pt that the needle was sterile and the product was authentic. The pt continued to be furious with the injecting physician, stating that "her (B)(6) birthday party was ruined because of the way her face looked and that it was all the injecting physician's fault." The pt then "stormed out" of the injecting physician's office. The injecting physician reported that the pt's symptoms could possibly be related to the restylane-l treatment at the nasolabial sites, but she did not feel the infraorbital swelling or headaches were related to the restylane-l. The injecting physician added that she had consulted with another physician regarding the pt's symptoms, who also felt that the headaches were unrelated to the restylane-l treatment and that the presentation of swelling under the pt's eyes was not consistent with an allergic reaction to the restylane-l either. The injecting physician did not provide a comment regarding the severity of the reported events. The lot number and expiration date for the restylane-l was reported as 10598 and nov-2011, respectively.